Event description:
Right upper extremity (rue)15cm (trimmed) single lumen PICC placed without difficulty. X-ray revealed tip high in svc, advanced 2 cm but unable to obtain blood return. Line pulled and attempted to reposition, but unable to obtain blood return or flush. Catheter then withdrawn to 8cm mark but unable to remove further. Repeat x-ray revealed tip curled in upper arm. Ped surg contacted to eval for possible surgical removal.